Event description:
It was reported that the device was found to be at elective replacement indicator (eri) during an in-clinic check. Premature battery depletion was suspected. No intervention was performed at this time. The device will be explanted at a later date. There were no adverse health consequences, the patient was stable.

Event description:
New information indicates that the device was explanted and replaced. The patient was stable before, during, and post-procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Device image indicated normal current drain during implant period and no high current drain sources were found. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found an internal battery anomaly. The cause of the premature battery depletion was due to an internal battery anomaly.